Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular lead was dislodged which resulted in loss of capture. The lead dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was stable.